Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample, images, or videos were received for evaluation, and the reported malfunction cannot be confirmed. Therefore, a physical investigation could not be performed, and the reported malfunction could not be confirmed based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. It was reported that after approximately 10 cm activation, a heating of the catheter was recognized and immediately the catheter broke. It was further reported that the catheter was retracted but approximately 2 to 3 cm of the catheter and a part of the guidewire remained inside the patient. The part of the catheter and the guidewire could be successfully removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. It was reported that after approximately 10 cm activation, a heating of the catheter was recognized and immediately the catheter broke. It was further reported that the catheter was retracted but approximately 2-3 cm of the catheter and a part of the guidewire remained inside the patient. The part of the catheter and the guidewire could be successfully removed with a snare device. There was no reported patient injury.